Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2018-01-31 crts(B)(4)(rep, con): information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient was having difficulty charging. The rep reported that the patient was currently getting 6 coupling bars. The rep stated that when they read the patient¿s device with their clinician programmer, there was no error message nor power on reset (por). They reported that they did not perform an antenna locate (al). They stated they did not have to match up the time or date with their clinician programmer. The rep reported there were 3 charging sessions on (B)(6)2018, with both a duration and a percent charged of zero. They reported that the patient did see a por message on (B)(6)2018; the patient unplugged their recharger and quit charging. No symptoms were reported. No further complications were reported. Follow-up was conducted. (B)(6)2018 (rep): additional information was received from a manufacture representative (rep) on 2018-feb-08. The rep stated that the patient was still in over discharge mode as it needs to be charged for longer. The patient opted to schedule a trickle charge on a later date which has not yet been scheduled. The patient¿s weight was unknown. There were no patient symptoms reported and no complications reported. (B)(6)2018, (rep): additional information was received from a manufacturer representative. It was reported that the cause of the over discharge was the patient not charging the ins as they were no longer using the therapy. No further complications are anticipated. (B)(6)2018 mpxr 518144 (rep,con) additional information was received from a consumer via a manufacturer's representative (rep). It was reported that the patient's battery was dead and the explant was complete. The patient was not getting relief. The rep was unable to connect with the 8840. The patient reported that it died four months ago, but wasn't helping so they wanted it out. The device was functioning properly before explant, but was not getting pain relief. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the cause of the overdischarge was the patient not charging the ins as they were no longer using the therapy. No further complications are anticipated.

Manufacturer narrative:
Correction: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient was having difficulty charging. The rep reported that the patient was currently getting 6 coupling bars. The rep stated that when they read the patient¿s device with their clinician programmer, there was no error message nor power on reset (por). They reported that they did not perform an antenna locate (al). They stated they did not have to match up the time or date with their clinician programmer. The rep reported there were 3 charging sessions on (B)(6) 2018, with both a duration and a percent charged of zero. They reported that the patient did see a por message on (B)(6) 2018; the patient unplugged their recharger and quit charging. No symptoms were reported. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2018-feb-08. The rep stated that the patient was still in overdischarge mode as it needs to be charged for longer. The patient opted to schedule a trickle charge on a later date which has not yet been scheduled. The patient¿s weight was unknown. There were no patient symptoms reported and no complications reported.